Manufacturer narrative:
(B)(4). Final analysis of the pump revealed normal device function; no anomaly found. The returned sc connector had no significant anomalies noted.

Event description:
It was reported that the patient experienced a draining sinus anterior to pump pockets/cellulitis. The drug infused via the pump was baclofen (lioresal). The hcp explanted the pump and catheter. The patient recovered w/o sequela. It was also noted that the patient had a sacral decubitus, as well.